Event description:
The customer reports getting high slope errors when trying to adjust the immulite 1000 turbo pth assay kit lot #214. Due to the high slopes, patient results were not generated, therefore, surgery was cancelled on a patient due to turbo pth assay kit lot #214 not adjusting. There is no known report of adverse health consequences due to the cancellation of surgery.

Manufacturer narrative:
Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR was filed on july 12, 2012. Additional information (8/30/2013): siemens has investigated the incidence of elevated slopes on the immulite intact parathyroid hormone (ipth) assay. The investigation suggests that the ipth reagent kit lots in the field may have been subjected to elevated temperatures in the field causing higher than expected adjusted slopes. Siemens is investigating the issue.